Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) and non-boston scientific right ventricular lead exhibited low amplitudes, resulting farfield oversensing at the end of atrial tachy response (atr) episodes. Technical service (ts) consultant provided recommendations for optimal programming options. The device remains implanted. No adverse patient effects were reported.